Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient became hypotensive and pericardial effusion was confirmed by intracardiac echocardiography (ice). Pericardiocentesis was performed to remove the fluid (unknown amount) from the pericardial space. The patient was then taken to the operating room for further surgery to repair the distal area of the coronary sinu. Patient required several more days of hospitalization for recovery from surgery. Patient had fully recovered from the event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Transseptal puncture was done with a baylis needle. Ablation was applied prior to the adverse event occurrence. There was no evidence of steam pop during the ablation. Standard flow settings for stsf were used. No bwi product malfunctions nor error messages were reported. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm, 3 sec, 25% force above 3 g, tag size 3. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or - permanent damage to a body structure, then it is to be considered serious and MDR-reportable.